Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's occipital leads were migrated. Patient underwent surgical intervention on (B)(6) 2024 during which the leads were repositioned to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.